Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the patient with this implantable device attended an in-clinic follow-up. The device was difficult to interrogate despite holding the programmer wand directly over the device. The programmer reported radio frequency (rf) interference, so any potential sources of interference were removed from the room. Subsequent attempts were successful but only achieved partial interrogation before the programmer screen froze. The programmer was turned off and on between interrogation attempts. The third interrogation appeared successful and a remaining battery longevity of 5 months was observed, and the previous follow-up in (B)(6) 2024 showed a remaining longevity of one year. When the last interrogation was near complete, the programmer froze again and approximately 1 to 2 minutes later the patient became non-responsive and lost consciousness. Another health care professional (hcp) was called and the patient was placed in the supine position, which helped the patient regain consciousness shortly afterwards. The patient was then admitted for overnight monitoring and the device was replaced the next day. There were 2 non-sustained ventricular tachycardia (nsvt) episodes recorded and one episode showing noise oversensing at the time of the patient syncope. The device was interrogated several times post explant to save the episodes and all the device memory over an extended telemetry period, after which the device entered safety mode. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the patient with this implantable device attended an in-clinic follow-up. The device was difficult to interrogate despite holding the programmer wand directly over the device. The programmer reported radio frequency (rf) interference, so any potential sources of interference were removed from the room. Subsequent attempts were successful but only achieved partial interrogation before the programmer screen froze. The programmer was turned off and on between interrogation attempts. The third interrogation appeared successful and a remaining battery longevity of 5 months was observed, and the previous follow-up in (B)(6) 2024 showed a remaining longevity of one year. When the last interrogation was near complete, the programmer froze again and approximately 1 to 2 minutes later the patient became non-responsive and lost consciousness. Another health care professional (hcp) was called and the patient was placed in the supine position, which helped the patient regain consciousness shortly afterwards. The patient was then admitted for overnight monitoring and the device was replaced the next day. There were 2 non-sustained ventricular tachycardia (nsvt) episodes recorded and one episode showing noise oversensing at the time of the patient syncope. The device was interrogated several times post explant to save the episodes and all the device memory over an extended telemetry period, after which the device entered safety mode. No additional adverse patient effects were reported. The device is expected to be returned for analysis.